Manufacturer narrative:
No medwatch form was received. Final analysis found the pulse generator in back-up mode. After downloading product code, normal function ensued. Visual analysis found electrocautery marks on the device.

Event description:
It was reported that the patient presented to clinic with shortness of breath. Upon interrogation the pulse generator was found in backup vvi mode. The device was explanted and replaced.